Event description:
It was reported that a hole was found in the nasogastric tubing by the nursing staff by the connector. No medical intervention, other than replacement the tube, was required.

Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The device history record for lot 30252013 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There was external dent marks identified after the sample was inspected under magnification just below the y connector. The area has an uneven surface that appeared jagged and/or wrinkled. The tubing was cut to view the inside surface of the tubing. Under magnification, once the tubing was opened, there were lines and indentations in the inner walls of the tubing observed. A root cause has not been established. All information reasonably known as of 23 apr 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.